Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor electrode fractured while in body. The customer's blood glucose was 147 mg/dl. The customer got sensor glucose values not available sensor error message. The sensor will be returned for analysis.